Event description:
Per the info provided to co by the physician's office, the device was removed due to "cylinder erosion into [the] urethra following [a] difficult to treat urinary trat infection." As reported to co, the device was removed and not replaced.